Event description:
It was reported that during the procedure in the circumflex artery, the balance middleweight (bmw) elite guide wire was advanced to the target lesion without resistance and successfully positioned. A non-abbott dilatation catheter was loaded onto the guide wire, but was unable to advance. The dilatation catheter could not be advanced or removed from the guide wire. The bmw elite guide wire and the non-abbott dilatation catheter were removed as a single unit without resistance. A whisper guide wire was then advanced to the target lesion and an unspecified dilatation catheter was advanced without difficulty. After removal from the patient anatomy, it was noted that the bmw guide wire was bumpy. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: sprinter. The device was returned for evaluation. There were stretched and overlapped coils and it is likely that the reported irregular texture of the guide wire was the noted damage to the coils. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.